Event description:
It was reported that bd maxplus pressure rated extension set with removable  needleless connector sometimes comes loose during use. The following information was provided by the initial reporter: this extension set is coming loose at the IV site. Education has been provided to the nursing team to check the connections before hooking up the IV and fluids but sometimes the connection comes loose during use. Mon 08/28/2023 9:40 am good morning, no adverse events were reported with this issue.

Manufacturer narrative:
Investigation summary: a complaint of a set coming loose was received from the customer. No product or photo was returned by the customer. The customer complaint of loose component could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5303-c lot number 23059283 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd maxplus pressure rated extension set with removable  needleless connector sometimes comes loose during use. The following information was provided by the initial reporter: this extension set is coming loose at the IV site. Education has been provided to the nursing team to check the connections before hooking up the IV and fluids but sometimes the connection comes loose during use. Mon (B)(6) 2023 9:40 am good morning, no adverse events were reported with this issue.

Manufacturer narrative:
H.6. Investigation summary: a complaint of a set coming loose was received from the customer. No product or photo was returned by the customer. The customer complaint of loose component could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5303-c lot number 23059283 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 19may2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.